Event description:
Subsequent to the initial MDR, additional information was received on 04/29/2025. Data was further reviewed. A review of performance data shows that on 02/07/2025, the lowest estimated glucose value (egv) (92 mg/dl) did not reach the low alert threshold (80 mg/dl). However, the prior day, (B)(6) 2025, at 01:54 pm, the patient¿s egv (64 mg/dl) dropped below the low threshold (80 mg/dl), and the app delivered a low alert at 30% volume. The app experienced brief sensor issue for 15 minutes, then at 02:19 pm, the egv (141 mg/dl) returned within range. At 03:34 pm, the egv (high ¿ over 400 mg/dl) rose above the high alert threshold (400 mg/dl), and the app delivered high alert with 0% volume until 03:44 pm. The app did not delivered audio alerts as the high alert was set to vibrate only. At 03:49 pm, the egv (398 mg/dl) returned within range. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and loss of consciousness.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue was reported. The wearable sensor was inserted into the arm. On (B)(6) 2025, the patient was in bed sleeping when he experienced hypoglycemia and passed out. The patient did not check the continuous glucose monitor (cgm) before passing out and became aware of the sensor error when he regained consciousness, he checked the cgm it was showing brief sensor issue. There was no blood glucose (bg) taken. The patient is a trained emergency medical service (ems) and did not go to emergency room (ER). The patient self-treated with water and IV saline. Of note, the patient reported that after being unconscious he quickly shifts to hyperglycemia. It was only minutes after he became aware of the error. At the time of the report the patient was still sick and recovering at home. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.